Manufacturer narrative:
The reported event of the wrench did not click when tightening the ventricular setscrew was confirmed. Analysis revealed the user of the torque wrench was incorrectly inserting the wrench at angles instead of straight down and also not aligning the wrench to go into the hex setscrew inset. The multiple incorrect wrench insertion attempts caused excessive septum punch-outs that landed in and filled the setscrew inset. The excess septum punch-outs limited wrench insertion into the setscrew inset and caused the wrench to slip and strip portions of the inset. Under these conditions caused by the user, the setscrew could not be tightened which means the wrench will not click. The problem is related to the user's incorrect use of the torque wrench.

Event description:
It was reported that the patient presented to the hospital for a pacemaker implant procedure on (B)(6) 2022. While attempting to implant the pacemaker, it was noted that there was set screw issue. The set screw could not be tightened and has a loose connection. After multiple failed attempts, the whole system was removed without further incident in the same procedure. The patient was in stable condition.